Event description:
Caller reported aviva system blood glucose results of 207 mg/dl and 64 mg/dl within 10 minutes. The customer had symptoms of sweatiness and being hot. The customer drank milk. The customer was able to retrieve and consume the milk on her own. She stated it took 15 minutes to feel better. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.